Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
The day after the implantation, the site reported that upon recovering from anesthesia, the patient was noted to have left-sided hemiparesis. A computerized tomography (CT) scan revealed ischemia in the right cerebral artery in the medial zone. The patient's medications at the time of this event include inotropes and vasopressors for blood pressure support. The patient was started on a heparin infusion. A subsequent CT scan revealed no evidence of intra-cerebral bleeding. As of the date of this report, the patient remains in the intensive care unit with residual left-sided arm weakness and leg paresis. The event was reported to be unrelated to the heartware device and related to the pre-existing thrombus in the patient's left ventricle.